Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the port popping out of gastrostomy tube itself. Additional information was received and stated that the y-port was popping out of g -tube and caused medication and feed loss. The g-tube was replaced. Per customer, it was unknown how much medication and feed were lost. There was no patient harm and no medication intervention or treatment required. The patient is a 38-year-old male, and he is in total care.

Manufacturer narrative:
Since a lot number was not provided, the device history record review could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Per customer, the sample was discarded. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.